Event description:
The doctor injected 40cc. Of air into the pt, not the iab. The pt was asystole for two to three minutes and the iab was removed. The doctor put a pigtail catheter in the pt and suctioned the air out. A second iab was inserted into the pt. As a result of the event, the pt experienced left sided weakness. On 10/8/97, the pt had no weakness and was fine. There was no report that the iab malfunctioned. (Event complications: left sided weakness/reported 10/10/97.) (Pt's current status:fine- reported 10/10/97)